Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system had low anion gaps, high and low quality control (qc) results for sodium (na), and chloride (cl) results have trended high. Erroneous results were reported out of the lab. It is unknown if there were changes to patient treatment as a result of this event. There were no reports of death or serious injury. No specific patient data were provided by the customer. The customer does not consider the results to be erroneous.

Manufacturer narrative:
The customer evaluated the system while on the telephone with customer service. Customer service suggested that the customer use the twice weekly flow cell maintenance procedure. Customer service sent the customer sodium hypochlorite to use during the twice weekly maintenance procedure. A clear root cause has not been identified for this event but appears to be associated with ise system cleaning and maintenance. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.